Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system (exact type unknown) was used during a procedure on (B)(6) 2010. According to the complainant, the patient experienced complications, but the specifics are unknown. All other information is unknown and reportedly unavailable.